Event description:
Boston scientific received additional information. At a routine device follow-up, this rv lead still had noise on the rate/sense channel that was oversensed. There were no reports of inappropriate therapy being delivered due to the oversensed noise. However, the pacing threshold measurements had increased significantly, such that the rv pacing output was reprogrammed from 3.4v at 0.4ms to 7.5v at 2.0ms. No loss of capture was reported. A possible pocket infection was noted, and a procedure was planned to reposition the device from under the skin to submuscular. A new rv lead was being considered. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular defibrillation lead exhibited noise with oversensing and inappropriate atp therapy. A partial insulation breach was suspected. Three years later, the same noise was still present; however, the pacing impedance had reached less than 200 ohms a couple of times. The decision was made to keep the lead implanted and monitor the patient closely. No adverse patient effects were reported.

Manufacturer narrative:
The right ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received from the field representative. A pocket infection was not confirmed and no revision procedure has been performed or scheduled. The physician was considering the next actions. As of today, the lead remains in service with the device.